Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a blank display on the insulin pump. She stated that the insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of damage. She stated that the battery compartment and spring was not damaged or corroded. The batteries were changed but the display did not return. The blood glucose reading was 400 mg/dl. Customer was treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with normal operating currents. No blank display anomaly noted. Insulin pump had moisture damage on lcd board. Insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display window.